Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger exhibited irregular operation when the recharger battery light flashed two green lights, did not turn on or turn off, and did not beep. The patient reported the recharger had not been damaged or dropped and that the issue began the night before it was reported. A reset was attempted three times with no change. A replacement device was arranged, and the issue was reported as resolved afterward. No patient complications have been reported as a result of this event.